Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid, bupivacaine, and clonidine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018, during a follow-up appointment, it was determined that the patient had a wound that was unable to heal due to the close proximity to the pump per the patient¿s physician. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. A pocket revision was scheduled for (B)(6) 2018. It was indicated that the hcp did not have any further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the wound was revised on (B)(6) 2018 as planned. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-sep-2018 and it was reported that the patient had her pump explanted yesterday (B)(6) 2018 due to concerns with the healing of her pocket and infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the wound that necessitated the pocket revision was the pocket wound from the pump implant procedure in (B)(6) 2018. Following the pocket revision procedure in (B)(6) 2018, the wound was now healing. No further complications were reported/anticipated.